Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a native bicuspid aortic valve, upon release, the valve dislodged deep resulting in moderate to severe paravalvular leak (pvl). A second valve was implanted higher within the first valve resolving the paravalvular leak (pvl). No additional adverse patient effects were reported.